Event description:
Boston scientific received info that right ventricular lead exhibited noise. The noise was over-sensed and was reproduced with isometrics; however, nothing was visibly wrong with the rv lead. Further investigation indicated that the cause was not determined. The rv lead was explanted and no longer in service. No adverse patient effects were reported.